Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the magnet. Subsequently the patient was administered oral antibiotics (date and duration not reported). The implanted device remains.